Event description:
Working pressure did not regulate when vaporizer connected and set to maximum. Working pressure would climb to maximum and cause safety relief valve to open. During evaluation the system was also found to have lower than set o2 concentrations related to the three gas mixer, alarms functioned correctly there is no records of settings, there was no patient injury.